Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 526 mg/dl. Customer treated their high blood glucose level via manual injection. Customer went to the hospital on (B)(6) 2016 and experienced diabetic ketoacidosis. Customer advised the driver support cap was flush and they were wearing the insulin pump during the time of the hospitalization.